Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Our manufacturing operations employ quality control procedures which include in process sampling, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint.

Event description:
Burning with blisters/still pain when touched/she felt pain [burns second degree, the product got extremely hot [device issue], did not read the user manual/did not control the skin/attached the adhesive to body [device use error]. Case narrative: this is a spontaneous report from a contactable pharmacist reported for the patient (mother) and the patient's granddaughter. An (B)(6) year-old female patient of an unspecified ethnicity started to receive thermacare heatwrap (thermacare lower back & hip) (colour of the purchased box was red)(device lot number: s16660, expiry date: feb2020) for over 2 years (from 2015) as needed for back pain. The patient was under the care of a physician due to her age. The patient's medical history included ongoing diabetes, ongoing cardiac disorder (pacemaker) and ongoing neuropathy. The patient's concomitant medications included additional medication which were prescribed by her physician but not further specified. The patient's granddaughter also reported the patient's skin was very light or fair but not sensitive, she had no abnormal skin conditions. The patient had often used the product and had tolerated it well, never had a problem. She had not used other heat products earlier. She did not read the user manual before using the product as she used thermacare heatwrap over 2 years. The patient did not practice any sports and did not control the skin until she removed the wrap. The patient attached the adhesive to body and experienced burning with blisters (burn blister) in 2017 reported by the pharmacist and the patient's granddaughter. The patient was wearing some clothes over the product. Prior to the event the patient wore the wrap for 2 or 3 hours and removed the wrap as soon as the product got extremely hot and she felt pain. When she removed the wrap the burn blisters were present. The symptoms were not resolved as there was still pain when touched. A nurse who was her neighbor treated the patient. Action taken in response to the event for thermacare heatwrap was unknown. Event burning with blisters/still pain when touched/she felt pain and the product got extremely hot outcome was not resolved, other event outcome was unknown. The device was available to be returned for evaluation. Product quality investigation results included: the root cause category is non-assignable (complaint not confirmed). The plant has reviewed this batch from a manufacturing perspective. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Our manufacturing operations employ quality control procedures, which include in process sampling, thermal testing and visual inspection, to ensure the quality of the product being packaged. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. The product quality for the batch is not impacted by this complaint. Additional information has been requested and will be provided as it becomes available. Follow-up (11dec2017): new information received from the patient's granddaughter included: patient's age, suspect product start date and indication, medical history, concomitant drug information, new events information, case upgraded to serious. Follow-up (18dec2017): new information from the product complaint group included: product quality investigation results. Follow-up activities closed. No further information is expected., comment: based on the information provided, the events of burns second degree, device issue and device use error as described are considered serious bodily injury requiring medical intervention to prevent permanent damage or impairment of body structure. All events are medically assessed as associated with the use of the device. The review of the lot/batch records does not suggest a defect or quality issue related to the manufacture of this lot. In the case narrative there is evidence of device use error which most likely contributed to this incident. No device malfunction has been identified. No remedial action/corrective action/field safety corrective action is suggested at this time.

Event description:
Event verbatim [preferred term] burning with blisters/still pain when touched/she felt pain [burns second degree] , the product got extremely hot [device issue] , patient was under the care of a physician/had medical history of diabetes and cardiac disorder (pacemaker)/did not read the user manual/did not control the skin/attached the adhesive to body [intentional device misuse]. Case narrative:this is a spontaneous report from a contactable pharmacist reported for the patient (mother) and the patient's grand daughter. An (B)(6) female patient of an unspecified ethnicity started to receive thermacare heatwrap (thermacare lower back & hip) (colour of the purchased box was red) for over 2 years (from 2015) as needed for back pain. Lot number was s16660, expiry date was feb2020. The patient was under the care of a physician due to her age. The patient medical history included ongoing diabetes, ongoing cardiac disorder (pacemaker) and ongoing neuropathy. The patient's concomitant medications included additional medication which were prescribed by her physician but not further specified. The patient's grand daughter also reported the patient's skin was very light or fair but not sensitive, she had no abnormal skin conditions. The patient had often used the product and had tolerated it well, never had a problem. She had not used other heat products earlier. She did not read the user manual before using the product as she use thermacare wrap over 2 years. The patient did not practice any sports and did not control the skin until she removed the wrap. The patient attached the adhesive to body and experienced burning with blisters (burn blister) in 2017 reported by the pharmacist and the patient's grand daughter. The patient was wearing some clothes over the product. Prior to the event the patient wore the wrap for 2 or 3 hours and removed the wrap as soon as the product got extremely hot and she felt pain. When she removed the wrap the burn blisters were present. The symptoms were not resolved as there was still pain when touched. The patient was treated by a nurse who was her neighbor. The action taken in response to the event for thermacare heatwrap was unknown. Event burning with blisters/still pain when touched/she felt pain and the product got extremely hot outcome was not recovered, other event outcome was unknown. The device was available to be returned for evaluation. Additional information has been requested and will be provided as it becomes available. Follow-up ((B)(6) 2017): new information received from the patient's grand daughter included: patient's age, suspect product start date and indication, medical history, concomitant drug information, new events information, case upgraded to serious. Company clinical evaluation comment: based on the information provided, the events of burns second degree, device issue and intentional device misuse as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. All events are medically assessed as associated with the use of the device., comment: based on the information provided, the events of burns second degree, device issue and intentional device misuse as described are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure. All events are medically assessed as associated with the use of the device.